Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, stating the infusion site was not properly inserted during the night and that they did not wake to device alarms. Symptoms included elevated blood glucose. Outcomes included the need for follow-up to gather additional details. Investigation included a review of available user feedback and plans to obtain further information regarding device performance and blood glucose details. Investigation of this case revealed that the cause of the hyperglycemia remains unclear, with a potential contribution from an infusion site issue and no effective alert response reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.